Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2024. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).